Manufacturer narrative:
Lot #: suspect lots r22k01048 and r22g27017. Initial reporter phone no. Additional: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system; non-dehp continu-flo solution set leaked from the distal port y-site. This was observed during patient infusion with decitabine. Non-baxter closed systems were used at the IV tubing and on the patient piv (peripheral intravenous) line. Thirty minutes into the infusion chemotherapy was spraying from the y-site on the tubing which was not attached to anything. Chemotherapy sprayed onto the patient's leg. Chemotherapy spill protocol was initiated. The patient washed their body with wipes and changed clothing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: expiration date: the suspected lot number r22g27017 has an expiration date of 7/28/2024. D4: expiration date: the suspected lot number r22k01048 has an expiration date of 11/2/2024. H4: lot manufacture date: the suspected lot number r22g27017 was manufactured on 7/28/2022. H4: lot manufacture date: the suspected lot number r22k01048 was manufactured on 11/2/2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.